Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. Clarification to serial: serial number (B)(4), lot number 62318. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the xen®45 gts is longer in the anterior chamber (ac) and under the conjunctiva 3 day post-op. The xen®45 gts migrated further and almost completely in the ac by day 5 post-op. During re-positioning the stent via ab-externo in the right eye, about 1 mm of the stent broke off. The device was successfully repositioned and the event has been resolved.